Manufacturer narrative:
B3- date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: common device name drg, model: mn10450, UDI: (B)(4), serial: (B)(6), batch: 10163418. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported one of the drg lead had migrated and eroded from the back through the skin and confirmed via x-ray. The patient underwent surgical intervention on (B)(6) 2024 where the lead was repositioned, thereby restoring effective therapy.